Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "leaking implant".

Event description:
Healthcare professional reported left side "health issues" and "leaking implant". Device remains implanted.